Event description:
During troubleshooting of a check patient line alarm which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) check the patient line and it was filled with air. The tsr advised the hp to disconnect then end therapy to restart the setup with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2012 regarding the air in the line found during a check patient line alarm. The hp reported that the issue was resolved, but she did not know the cause of the alarm or the air. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she had not discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.